Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent primary breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis. After the procedure, the patient experienced deflation. As a result, the prosthesis was explanted.

Manufacturer narrative:
The device history record (DHR) of lot number 5967367 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/5/2018. Device evaluation summary: it was reported that a (B)(6) year-old patient underwent primary breast augmentation with a mentor siltex round moderate profile 225cc saline prosthesis. After the procedure, the patient experienced deflation. Upon receipt by mentor, the device contained no fluid. During evaluation, a rent measuring approximately 0.5 cm was observed on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination of the edges of the rent gave no indications as to cause. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/18/2018 it was noted that the return receipt of the impacted product was erroneously submitted as 7/5/2018. The product investigation was updated to reflect the correct return receipt date. This date is reflected in this report. The return of the device was initially submitted under the contralateral prosthesis (1645337-2018-00528), then on 7/5/2018 the investigation revealed that the returned device belonged to this product. On 7/18/2018 the supplemental report was submitted with the device evaluation summary with 7/5/2018 erroneously having populated as the return receipt date. Manufacturer¿s reference number: (B)(4).